Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the unit display reproduces text and graphics normally however touch screen input is limited to lower half of display (in vertical mode operation). The lcd was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display keeps changing without user's input. The unit was able to engage in monitoring activities. No known impact or consequence to patient.